Event description:
It was reported that arrhythmia occurred. A 27mm lotus edge valve was implanted in a patient. The procedure was successful. Sometime after the procedure, a rhythm disturbance was noted. The next day, a permanent pace maker was implanted.